Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The actual sample was received and evaluated in the quality engineering lab. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A crack has been found on the minicap. After doing the leaking test, we found that the minicap was leaking. The reported problem was confirmed and this defect was caused by our minicap supplier during the manufacture process. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During evaluation of a minicap received for an initially reported event of povidone/iodine leak, a crack was found. The initial report indicated that the leakage had occurred during tightening of the minicap with transfer set. There was patient involvement, but no patient injury or adverse event is reported with the issue.